Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer inflating and the pump remained flat. Upon inspection, a hole was identified in the left cylinder at the proximal end near the junction where the tubing attaches, along with evidence of fluid loss and air in the system. As a result, the cylinders and pump were explanted and replaced. The reservoir was left in place and refilled with new saline. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D4. Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.